Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection (1 gram, once in four days, parenterally, specific route and duration not reported) and fortum injection (1 gram, once daily, parenterally, specific route and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.